Event description:
A customer tested her blood glucose using her contour and elite meters. The contour read 8.9 mmol/l (160 mg/dl), while the elite read 2.9 mmol/l (52 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.